Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 04-mar-2020. The most recent information was received on 19-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. D31454) inserted. The occurrence of additional non-serious events is detailed below. In 2016, the patient experienced abdominal pain (seriousness criterion medically significant), myalgia ("muscle pain"), tendonitis ("tendinitis"), periarthritis ("capsulitis"), menorrhagia ("very heavy periods"), dysmenorrhoea ("very painful periods"), fatigue ("intense fatigue") and malaise ("malaise"). On (B)(6) 2016, the patient had essure inserted. Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal pain, myalgia, tendonitis, periarthritis, menorrhagia, dysmenorrhoea, fatigue and malaise outcome was unknown. The reporter provided no causality assessment for abdominal pain, dysmenorrhoea, fatigue, malaise, menorrhagia, myalgia, periarthritis and tendonitis with essure. Lot number: d31454 manufacturing date: 2014-11-26 expiration date: 2017-11-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 04-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. D31454) inserted. The occurrence of additional non-serious events is detailed below. In 2016, the patient experienced abdominal pain (seriousness criterion medically significant), myalgia ("muscle pain"), tendonitis ("tendinitis"), periarthritis ("capsulitis"), menorrhagia ("very heavy periods"), dysmenorrhoea ("very painful periods"), fatigue ("intense fatigue") and malaise ("malaise "). On (B)(6) 2016, the patient had essure inserted. Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal pain, myalgia, tendonitis, periarthritis, menorrhagia, dysmenorrhoea, fatigue and malaise outcome was unknown. The reporter provided no causality assessment for abdominal pain, dysmenorrhoea, fatigue, malaise, menorrhagia, myalgia, periarthritis and tendonitis with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.